Manufacturer narrative:
The suspect uim component has been returned to vyaire's failure analysis laboratory for evaluation. At this time, the evaluation is still pending. Once the evaluation is complete, a supplemental report will be submitted.

Event description:
The customer reported a user interface module (uim) blank display , while in patient use on this ventilator device. The customer stated no patient harm or injury was associated with this event.

Manufacturer narrative:
The vyaire failure analysis group received the suspect user interface module (uim) part number 16448 and serial number (B)(4) for investigation. The fa group performed a visual inspection and found no anomalies. The uim was installed onto a known good test device and powered the device into the user mode for 8 hours, which did not duplicate the reported issue. The uim sub-component testing for voltage output, heat and freeze of the sub-components was performed, which all passed successfully. At this time, the reported event was not duplicated and therefore no component root cause can be determined.